Event description:
Information was received from a patient (pt) regarding an external device. It was reported that they dropped their controller and something inside of the controller broke. Pt stated the plastic piece inside was bouncing around and the controller was draining the battery. An email was sent to the repair department to replace the controller. Additional information received from the patient. Pt reported they received the replacement controller, but controller wouldn't stay on without being plugged into ac power; controller and ins batteries were 'dead.' Pt mentioned the cover wouldn't go on controller and that was why the battery wouldn't charge - agent reviewed the battery should still fit and work in controller regardless of battery cover being on. Agent instructed pt to plug controller in to ac power supply without li battery and pt reported the screen turned on. Pt then reinserted li battery and reported the green light was flashing. Controller displayed 'memory problem' and agent reviewed information. Pt skipped entering date/time and reported 'no device found' (as ins battery hadn't been charged in a while). Agent advised pt to let controller charge until green light was solid - pt said the green light was solid, wasn't flashing. Agent instructed pt to disconnect from ac power and try recharging ins. When controller was unplugged from ac power, the controller powered off. Agent reopened <(>&<)> reassigned case to send follow-up email to repair for li battery and added secure note with serial number info. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID m995402a001 lot# serial# (B)(6). Product type section d information references the main component of the system. Other relevant device(s) are: product ID: m995402a001, serial/lot #: (B)(6). H3: analysis of the m995402a001 battery pack (serial number (B)(6)) revealed that the battery charged when placed in known good 97745 and was read by battery pack reader and met specification requirements. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.